Event description:
Patient contacted dexcom technical support on (B)(6) 2010, to report that she experienced an inaccuracy in cgm readings during an extreme low. Patient reported that her cgm reading got stuck at 88 mg/dl for over 30 minutes, while her blood glucose was at 15 mg/dl. Paramedics were called, and patient was administered an IV. Patient recovered and was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.